Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was postlaminectomy pain and spinal pain. On (B)(6) 2019 the hcp reported that the patient¿s pump was confirmed to be flipped. Per the hcp, they were having to relocate the pump and she was wondering how close the pump was to eri (elective replacement indicator) to determine if they should just replace the system. The patient had lost about 20 pounds and the pump was very close to the surface of the skin and was moving around. They were planning to relocate it to the other side of his body and implant it deeper. No patient symptoms were mentioned. The event date was asked, but unknown. No further complications were reported/anticipated.